Event description:
It was reported to boston scientific corporation in 2006 that a biliary cytology brush was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Female patient , age and weight unknown) according to the complaint, when back loading the canula over the wire the wire would not come out the escape patch. Customer used another brush with the same wire and had the same problem but were able to manually pull the wire out. The case was completed with another biliary cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.